Event description:
A report was received that the patient had an inadequate stimulation. X-ray revealed that the lead had migrated out of the epidural space. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.